Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4)..

Event description:
The customer reported the backup battery not holding a charge. No patient harm reported.

Manufacturer narrative:
Date of this report: 01/2015. Date rcvd by MFR: 07/09/2015. Conclusion / root cause: this power supply was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the backup battery not holding a charge. No patient harm reported.